Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: unknown lead, implanted: unknown. (B)(4).

Event description:
It was reported that the pediatric patient's right ventricular (rv) lead had an alert for high impedance and may have moved slightly. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Additional information received reported an alert was triggered for distal coil impedance greater than 3000 ohms and the coil is reported to have moved further inside the pleural space. An induction test will be performed to determine if the impedance increase is due to lead displacement or a lead issue.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on a defibrillation coil was beyond the expected upper range. Beginning the week of (B)(6) 2016-02-04 the defibrillation impedance rose to 214 ohms down to 55 ohms and back up to 202 and 254 ohms. The baseline trend was 39-51 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.